Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a broken grip cable at the distal idlers. The idler pulley spun freely and was not damaged. The cable segment stuck out at the instrument's wrist. In addition, the pitch cable was found to be frayed at the distal idler. Additional observation not reported was there were mechanical indentations at the inner edge and outer edge of the distal pulley and visible scratches on the surface of the pulley. No other damage was found. Failure analysis concluded that the indentations were likely due to mishandling. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the broken and frayed cables could likely cause or contribute to an adverse event, if the malfunctions were to recur.

Event description:
It was reported that prior to starting a da vinci surgical procedure, a broken wire was identified on a mega suturecut needle driver instrument. Alternate device was used to complete the procedure. There was no allegation of harm or injury to a patient. Nothing reportedly fell into the patient.